Manufacturer narrative:
Submitted image appears to display blurry instrument image. Functional evaluation requires physical receipt of instrument for testing and evaluation. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.. Medtronic, inc.

Event description:
Pre-op diagnosis: herniation. Type of procedure used: "med" it was reported that during surgery the image appeared to be foggy. The event did not resolve even after replacing it with another camera unit. The product came in contact with the patient. No patient complication occurred during the event.